Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/19/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that during patient use, their autopulse platform s/n (B)(4) had displayed an error message "re-align the patient/lifeband." The customer had realigned the patient three times without resolution. The customer had to revert to manual CPR. No further information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the front enclosure was chipped off, the top cover was cracked and a part was chipped off on both patient restraint pins. Note that the autopulse is a reusable device and was manufactured in 2008. Therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint. A review of the archive was performed and several user advisory (ua) 18(max take-up revolutions exceeded) and ua 45 not at "home" position after power-on) were observed on (B)(6) 2015 and (B)(6) 2015. Additionally, on (B)(6) 2015, ua 4 and ua 2 (compression tracking error) were also observed. There were no user advisories noted on the reported date of (B)(6) 2015. The platform was functional tested and there were no problems or error messages noted. Further investigation indicated that one of the load cells was defective. The defective load cell module was replaced to remedy the reported complaint. Based on the investigation, the top cover, front enclosure and one of the load cell were replaced. Additionally, the power distribution board was replaced as part of routine service activity. In summary the customer's reported complaint that the platform had given error message was not confirmed on the reported date of (B)(6) 2015. However, user advisories were noted on (B)(6) 2015. (B)(6) 2015 and (B)(6) 2015 and were attributed to a defective load cell module. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.